Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: the lab report of the synovial fluid sample indicates no implant wear, metal or third body particles causing discomfort to pt cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected hat the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt underwent aspiration in an attempt to diagnose the source of pain in his knee.